Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1312403) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f 10cm sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7-8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that on (B)(6) 2013 the patient received a femostop after the mynxgrip procedure was performed due to a "failed deployment". The patient presented to an outreach clinic on (B)(6) 2013, complaining of discomfort at the access site. An ultrasound confirmed an iliac vein thrombus and a small pseudoaneurysm at the access site. Manual compression was applied to the site for an unknown amount of time which resolved the pseudoaneurysm without further complications. No further information is available.